Event description:
It was reported that the physician was unable to insert a curved stylet to the helix during the implant attempt. The lead was not used and another lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that a straight gray 14-65 stylet was inside the lead upon return and the stylet was fully inserted into the 64.25 (actual measured length) lead.